Event description:
An emergency situation required the use of a defibrillator. The defibrillator was equipped for pacing and required an exchange of connectors to equip the defibrillator for cardioversion. The connector for pacing could not be removed and an alternate defibrillator had to be obtained. This delayed treatment.